Event description:
Related manufacturer reference numbers: 2017865-2021-32432, related manufacturer reference numbers: 2017865-2021-32434. It was reported that the patient presented with pocket infection. The whole pacemaker (pm) system including the pm, right atrial (ra) lead and right ventricular (rv) lead were explanted. Patient was discharged.